Manufacturer narrative:
Batch review performed on 14 january 2021: lot 1908770: (B)(4) items manufactured and released on 7-nov-2019. Expiration date: 2024-10-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without other similar events. Additional devices involved: batch reviews performed on 14 january 2021: gmk-sphere 02.12.0025l femoral component sphere cemented # 5+ l (k140826) lot 2000511: (B)(4) items manufactured and released on 29-may-2020. Expiration date: 2025-05-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without other similar events. Gmk-sphere 02.07.1204l tibial tray fixed cemented # 4 l (k090988) lot 1909596: (B)(4) items manufactured and released on 29-apr-2020. Expiration date: 2025-04-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without other similar events.

Event description:
1 month after the previous revision surgery the patient came in due to signs of infection and the pathogen is unknown. The surgeon removed all components and implanted medacta femur and tibia with antibiotic cement to act as a spacer. The surgery was completed successfully.

Manufacturer narrative:
Permanent hardware was implanted today(B)(6) 2021 for this patient after the spacer was explanted. Permanent hardware was implanted on (B)(6) 2021 for this patient after the spacer was explanted.